Event description:
It was reported that a patient was sitting on a square chair sensor pad model 8308 with a sitter select alarm model 8281 and a wireless nurse call pager. The sensor pad was intermittently working. It did not sound the alarm when the patient got up and the nurse call pager did not alert the staff of the fall. The patient sustained a hip fracture and had to have restorative surgery. Further information has been requested, but has not been received to date.

Manufacturer narrative:
The return of the product has been requested.